Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining femoral, catalog #: 42502206001, lot #: 62504832. Persona fixed bearing articular surface, catalog #: 42512200511, lot #: 62449864. Nexgen patella, catalog #: 00587806532, lot #: 62482833. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is suffering from tibial loosening. Patient is scheduled for revision. Attempts have been made and no further information has been provided.